Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient was having poor coupling with their ins. The patient reported that their ins was bulky and that they thought it moved. The patient stated that they didn¿t think it ever stayed in the right place since implant and that they had trouble finding it with the ins recharger (insr). The patient noted that they worked with manufacturer representatives and that they also had trouble finding it with the insr. The patient noted that they are still able to charge and use the stimulator, but they consistently have trouble finding the spot. No symptoms or complications were reported.